Manufacturer narrative:
The manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number e.1 initial reporter facility name: (B)(6). H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for lancet fell apart was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of lancet fell apart was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode lancet fell apart. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd microtainer® contact-activated lancet that there was a lancet break off. The following information was provided by the initial reporter: stage: during use. Defect: in the blood collection room of the pediatric clinic, after pressing the blood collection button, all parts of the blood collection device collapsed and popped out. Quantity: 1 piece.